Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip on the device was bent and drilled into; and that the device came apart. Therefore, the reported condition was confirmed. It was determined that the spiral pin was broken. It was determined that the drilled and bent tip was caused by the cutter device being improperly loaded into the attachment device and then installed onto the drill device. It was determined that the cutter did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the cutter device in compression. At this point, the tip of the cutter device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the cutter device drilled into the neuro tip. It was determined that the device came apart because of the broken spiral pin. It was determined that the broken spiral pin was caused by exerting excessive force on the device either while cleaning or during use. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device came apart. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. It was unknown if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.